Event description:
Per end user half of the back leg broke off when leaned on the walker. She advised someone caught her so there was no injury. The end user always has someone walking on the side of her due to her having had a stroke. End user could not provide any further information.